Manufacturer narrative:
Initial reporter occupation : non-healthcare professional investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, embedment, tilt, pain, depression, and anxiety/fear. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, depression, and anxiety/fear are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter around 2005. A review of the patient's computed tomography (CT) scan was performed approximately 16 years after receiving the implant. The CT scan revealed that the ivc filter is tilted anteriorly and medially and the hook is embedded within the ivc wall which contacts the bowel. All the struts of the ivc filter perforate the ivc up to 22 millimeters (mm). One (1) anterior strut perforates the ivc wall 11 mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 21 mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 22 mm and contacts the right psoas muscle. One (1) lateral strut perforates the ivc wall 11 mm [and] resides within the soft tissues. The patient is further alleging anxiety, fear, depression, and pain as a result of the filter implant. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Investigation: the following allegations have been investigated: organ perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient alleges device tilt, vena cava and organ perforation, hook is embedded within the ivc wall, contacts right psoas muscle. Patient additionally alleges fear. 07sep2020, per a report from computed tomography; ¿the hook of the cook gunther tulip retrievable ivc filter is at the mid l2 vertebral body. The ivc filter is tilted anteriorly and medially and the hook is embedded within the ivc wall which contacts the bowel. All the struts of the ivc filter perforate the ivc up to 22mm. One (1) anterior strut perforates the ivc wall 11mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 21mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 22mm and contacts the right psoas muscle. One (1) lateral strut perforates the ivc wall 11mm resides within the soft tissues.¿